Event description:
Epicardial lead had high lv outputs. Lead was capped and inactive.

Manufacturer narrative:
"**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.